Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause of the event was unable to be identified. It was confirmed that the scope detection did not function due to a failure in the rx module. Olympus will continue to monitor field performance for this device.

Event description:
The customer reported to olympus that visera 4k uhd camera control unit, image color was not good. The issue occurred during the preparation for use. The procedure was diagnostic. The procedure was completed using a similar device. There were no reports of patient or user harm associated with this event. The device was returned to olympus for evaluation, and the evaluation found that the scope is not recognized due to a broken received module (rx module). This report is being submitted to capture the reportable malfunction found during evaluation.

Manufacturer narrative:
The device was returned. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.